Manufacturer narrative:
One controller and one controller ac (cac) adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events involving (B)(4). Analysis of the controller revealed that the device met specifications; the unit passed visual examination and functional testing. Given that power switching incidents were observed in the controller log files, the most likely root cause may be attributed to a communication error between the controller and batteries. Analysis of the cac adapter revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent connection found within the cac adapter connector cable. This intermittent connection caused the controller to lose connection to the cac adapter, thus causing the controller to switch to the secondary power source. The intermittent connection is most likely attributed to wear at the strain relief as a result of excessive bending, likely contributing to fraying or breaking of a wire. Heartware ventricular assist system ¿ controller ac adapter model 1425us / exp. Date: 30sep2014 / serial number (B)(4), mfg. Date: 01sep2013, (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient came into the clinic and complained that their controller would "beep" when connected to batteries and ac adapter. The site engineer was able to replicate the issue with the ac adapter but not with the batteries. The log files were reviewed which revealed adapter switching. The controller and ac adapter were exchanged with no reported patient consequences.